Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The alleged malfunction of the device was that the pads were not working correctly, they were not expired or used, but the AED was signaling to change the pads. This is the fifth case for the last year and the company is asking for a warranty replacement. Based on the information available, the cause of the reported problem is unknown. The customer was informed that an order for this could not be placed through the service and that a warranty order in this case meant placing a foc (firm order commitment) order. The device was not physically evaluated by a philips employee. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The asp provided a quote for diagnostic service; however, we are unable to confirm the final disposition of the device because the customer did not respond to the requests order. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.